Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty resistor on the pace/defib engine assembly. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge on the third attempt to defibrillate. Complainant indicated that the clinician obtained another device to continue therapy to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.